Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the biased (B)(6) results is user error. The account failed to input the correct lot specific scalers for the new lot of (B)(6) reagent. The results were caused by using the incorrect scalers and the issue was resolved by entering correct scalers, recalibrating, and verifying by qc. The (B)(6) method uses an additional parameter called scaler values. These values are polynomial equation factors that have been determined for (B)(6) in order to provide the best correlation to the (B)(6) reference methodology. This feature was communicated to customers with the launch of (B)(6) (df105a) in the hb1c kit supplement. Siemens healthcare diagnostics inc. Issued an urgent medical device correction, communication 12-38, in (B)(6) 2012 to reinforce instructions to customers to enter and verify scalers with every calibration of new (B)(6) flex(r) reagent cartridge lots and with each recalibration of the same flex lot. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Biased (B)(6) results were obtained on qc and patients after calibration. Patient results were reported to the physicians. After investigation it was determined that incorrect calibration scaler values had been entered. Scaler values were corrected and lower qc and patient results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the (B)(6) results. There was no report of adverse health consequences as a result of the (B)(6) results.